Manufacturer narrative:
Alleged failure: screw broke. According to biocomposites: "investigation findings are: warnings and precautions, including prevention of screw breakage are stated in the instructions for use. No medical intervention was required. Surgery was completed successfully. Screw broke due to technique used. The suspected root causes are: user method/ techniques used." The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. The device manufacturer date is not known .

Event description:
It was reported that the device broke during the procedure and a piece remains in the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. Filing on behalf of (B)(4).

Event description:
It was reported that the device broke during the procedure and a piece remains in the patient.